Manufacturer narrative:
(B)(4). The subject rt385 adult ventilator circuit dual heated with evaqua technology has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that the connection between the inspiratory tube and connector at the patient-end of an rt385 adult ventilator circuit dual heated with evaqua technology was found to be loose. This was discovered when the rt385 adult ventilator circuit was changed after 19 days of patient use. There was no reported patient harm.

Event description:
A distributor reported on behalf of a healthcare facility in japan that the connection between the inspiratory tube and connector at the patient-end of an rt385 adult ventilator circuit dual heated with evaqua technology was found to be loose. This was discovered when the rt385 adult ventilator circuit was changed after 19 days of patient use. There was no reported patient harm.

Manufacturer narrative:
(B)(6). Method: the subject rt385 adult ventilator circuit dual heated with evaqua technology was returned to fisher & paykel (f&p) healthcare new zealand for evaluation, where it was visually inspected and leak tested. Results: the subject breathing circuit was returned with the y-piece disconnected from the inspiratory limb. The device was reassembled, and leak testing confirmed that the breathing circuit was within specification. Conclusion: we are unable to determine what may have caused the reported event. All rt385 adult ventilator circuits are visually inspected, as well as pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt385 adult ventilator circuit show in pictorial format the correct set-up of the circuit and also state the following: - do not use beyond 14 days maximum duration of use. - visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - check all connections are tight before use. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.